Event description:
It was reported that there was a blood transducer seroma that caused an outflow graft failure/malposition. The patient was hospitalized, and a seroma removal surgery was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the reported outflow graft failure/malposition could not be confirmed as no images were submitted for review, and the device remains in use. The account communicated that no additional information related to the event will be provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) is currently available. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.